Event description:
It was reported this balloon ruptured during post-dilation of a stent in the innominate artery. Following balloon rupture it was noted a segment of the balloon material had detached. Retrieval of the detached balloon material utilizing a snare was successful and uneventful. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this device was used to dilate a stent, which is not an indicated use of this device. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature...due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. Any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."